Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump which keeps restarting and possibly shutting down between restarts was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause can be provided for the reported condition and no repair was necessary.

Event description:
The facility reported a colleague infusion pump which keeps restarting. The device may be shutting down on its own between each restart. The reported condition was identified during bio-medical service. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is unknown.